Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure scope communication error was not confirmed but, e237(scope error) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction e237(scope error) occurred due to damage on charged coupled unit. However, nozzle had foreign objects also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a scope communication error e237 during inspection for use. There were no reports of patient involvement.